Event description:
During the procedure, the physician requested a neuron and when attempting to insert the 0.035" guide wire outside of the patient noticed that there was resistance. Once the resistance was felt, the physician noticed that the distal 2 cm of the catheter were "crushed" and had a reduced lumen.

Manufacturer narrative:
Device investigation: results: there is an ovalization of the catheter 0.8 cm in length centered approximately 1 cm from the distal tip. A 0.070" mandrel advanced through the catheter but stopped because of friction 2.5 cm from the distal tip. The catheter is non-functional. The catheter tip was introduced into the returned carrier tube but would not advance and stopped almost immediately as the edges of the ovalization jammed against the tube inner walls. Conclusion: the damage noted in the complaint is confirmed. It is likely that the damage occurred after the device was removed from the packaging. Had the ovalization been present while attempting to remove the catheter from the carrier tube, the catheter would not have been able to be removed without significant friction and additional damage to the device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.